Event description:
It was reported that the system 6 battery housing opened during a surgical procedure. The surgery was completed successfully. There was no medical treatment or intervention required and no adverse consequences associated with the device.

Manufacturer narrative:
The battery housing was confirmed to be missing the delrin ball causing the latch of the battery housing to not properly lock in place. Based on similar complaints, possible causes include normal wear and tear or mechanical damage that caused the ball to shatter.

Event description:
It was reported that the system 6 battery housing opened during a surgical procedure. The surgery was completed successfully. There was no medical treatment or intervention required and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.